Manufacturer narrative:
The service engineer was unable to find any faults with the system. A full system check was performed and tested all functions. The mains lead was checked for damage. Tested various surgeons settings. The system performed to specification and never shut down during testing. The device history record has been reviewed and there were no anomalies. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported the phaco machine turns off mid procedure. Additional information has been requested.

Manufacturer narrative:
The product evaluation did not confirm the failure mode. The root cause is undetermined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.